Event description:
Product returned to medtronic for analysis. Patient death due to mixed drug toxicity; dod: (B)(6) 2018; explant: (B)(6) 2018. Returned by (B)(6) medical examiner in (B)(6); phone: (B)(6).

Manufacturer narrative:
Patient name (B)(6), age 33. Cause of death was mixed drug toxicity.